Event description:
Attempt at intubation was made via intubrite, upon inserting blade into oropharynx, the screen went blank and blade detached from handle. Traditional intubation was then utilized and intubation was successful.